Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the live and polygraph images were not displayed on the flexvision sub monitor. Upon troubleshooting, fse identified the flexvvision upper left sub-lcd was not displaying images and no signal indication. The dvi connector of the selector was not displayed, and fse found that the transmitter lan extender was defective. To resolve the issue, fse replaced the lan extender with the spare available. The same issue reoccurred twice. After replacement of the lcd monitor, the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device¿s live image was not displaying on the flexvision monitor. No harm to the patient or user was reported. Philips has started an investigation of this complaint.